Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) and downloaded the current revision software. The ventilator passed extended self tests (est), short self tests (sst), performance verification tests (pvt), and electrical safety.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. Although requested, patient involvement information was not provided by the customer.